Manufacturer narrative:
The returned device was evaluated and no issues were noted that would result in a failure to deliver insulin. The device completed sterility within specification. The reported infection at the infusion site could not be conclusively determined.

Manufacturer narrative:
The product was not returned for evaluation. We are unable to assess if any product condition could have contributed to the patient's infection. Lot release and sterilization records were reviewed and the product lot met all acceptance criteria. Omnipod insulin management system ¿ user guide: model: ent450, 17845-5c-aw rev a 10/17. Changing your pod 3 / page 24. Warning: to minimize the possibility of site infection, do not apply a pod without first using aseptic technique. This means to wash your hands, clean the insulin vial with an alcohol prep swab, clean the infusion site with soap and water and keep sterile materials away from any possible germs. Changing your pod 3 / page 34. Warning: if an infusion site shows signs of infection; immediately remove the pod and apply a new one at a different site. Contact your healthcare provider. Treat the infection according to instructions from your healthcare provider. Living with diabetes 11 / page 117. At least once a day, use the pod¿s viewing window to inspect the infusion site. Check the site for signs of infection, such as pain, swelling, redness, discharge or heat.

Event description:
The patient's mother reported after wearing the pod between 24 and 36 hours on the arm, her son's site was infected with a lot of drainage. They went to see their general practitioner (gp) who confirmed the site infection. The patient's blood glucose reached 20 mmol/l (360 mg/dl). There were no medication provided. The gp advised the patient that the infection would go away on its own and after three weeks the site infection was healed. It was also reported that the patient might not clean the site well enough and that there was some kind of bacteria on his skin.